Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, before starting the intervention, when the scrub nurse has closed the shell a there has a space between the two (2) parts of the device. There was no sterility. To resolve the issue, a new shell was used. There was no patient injury.